Event description:
Reporter noted pt was having some cataract nucleus fragments removed from the posterior segment. While using the frag handpiece the intra-aortic tubing disconnected from the handpiece and it stopped working. Switched systems to complete case with vitrector. When finished, detected a retinal tear, but uncertain as to when it occurred. Lasered the tear and injected gas to complete the case. Pt reportedly recovering well.